Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported clogged cannula or if it contributed to the condition of hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l while wearing the pod between 25 and 36 hours while wearing the pod on the leg. The patient reported that the pod's cannula had become clogged with blood due to bleeding at the insertion site. To treat the issue, the patient administered insulin via injection pens and subsequently applied a new pod.